Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device¿s downstream occlusion seal was peeling off. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a peeled off (dso) downstream occlusion seal, dented air detector and bucked upstream occlusion test. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.